Event description:
Procedure: lavh. Reportedly, after firing, the staple line bled, even though proper staple formation was noted. Surgeon attempted to clip and cauterized without success, could not reach the small bleeding vessel. Surgeon opted to create a new incision and manually suture the area. This added an additional ten minutes to the procedure. Procedure was completed without further incident. Patient status is fine.